Manufacturer narrative:
(B)(4) - (1st lead): a partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Product #1 (B)(4) - visual examination: a partial lead was returned in two pieces (figure 1). The connector portion (a) measured 10.2 cm while the distal portion (b) measured 38.7 cm / 39.9 cm / 42.1 cm (outer insulation / inner insulation and outer coil / inner coil). Connector portion (a): the lead was cut at 10.2 cm from the connector pin consistent with damage occurring at the time of procedure. (Figure 2). Distal portion (b): the helix was fully retracted and clogged with blood/body fluids. (Figure 3. Electrocautery damages were noted at 29.7 cm, 31.0 cm and 32.3 cm from the distal tip. (Figure 4)(sample of damages). The outer insulation was cut at 37.0 cm from the distal tip. (Figure 5). The lead was cut at 38.7 cm from the distal tip consistent with damage occurring at the time of procedure. (Figure 6). X-ray examination: connector portion (a). No anomalies were noted at the connector region. (Figure 7). The entire lead portion was examined and no anomalies were noted. Distal portion (b): no anomalies were noted at the helix region. (Figure 8); the entire lead portion was examined and no anomalies were noted. Check for short test: checked for shorts between conductors while manipulating and stretching lead. No shorting was noted. Continuity test: verified and measured lead coil continuity while manipulating and stretching the lead. The continuity readings of the inner coil were 7.0 o (a) / 16.5 o (b). The continuity readings of the outer coil were 11.5 o (a) / 30.9 o (b). (B)(4): analysis reviewed, no change in reportability, analysis and codes added to prep tab and MDR; 10/12/2017 spb. Product #1 - (B)(4): the reported event of lead fracture was not confirmed. As received, a partial lead was returned in two pieces. Visual and x-ray analysis did not find any anomalies with the exception of damages that are consistent with procedural damage. Product #2 pi main (B)(4): the reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that lead fracture was observed on the right ventricular lead. The lead was capped. No further information was reported.